Event description:
It was reported that an unspecified number of relion® insulin syringes from lots 9231073 and 9322390 had issues with needle hub separation before use. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when removing shield 3 syringes affected but only has "date of event" for 1 out of the 3".

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1/2cc syringes with parts of the shelf cartons from lot # 9231073 and lot # 9322390. Customer states that the needle hub separated when removing the shield. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9322390. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200861364] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9231073. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843441] noted that did not pertain to the complaint. There was one (1) notification [200842833] noted for raised hubs. There was one (1) notification [200833554] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231073, medical device expiration date: na, device manufacture date: 2019-10-17, medical device lot #: 9322390, medical device expiration date: na, device manufacture date: 2020-01-20. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes from lots 9231073 and 9322390 had issues with needle hub separation before use. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when removing shield 3 syringes affected but only has "date of event" for 1 out of the 3".